Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Additional information was requested, and the following was obtained: please provide procedure name not aware the exact name of procedure, but robot procedure regarding urology specialty. It is stated: " the events occurred several times after that". How many sutures separated from the needle during suturing on this one patient during this single surgical procedure? 3 or 4 strands. What tissue/location was suturing when pull-off occurred? Not aware the location that the product used. Investigation summary: one labeled winding former with a dispensed suture and a detached needle product code w9116 was returned for analysis. Upon visual analysis of the returned sample revealed that a light swage defect was observed on the swage area. The barrel hole was examined under 20x magnification and no remnant suture was found. In addition, the suture end was examined and there isn¿t sufficient impression, resulting in a needle pull off defect. As per returned conditions of the sample no functional test was performed. The pull-out defect has been correlated to the manufacturing process classified as a class 1 defect. This defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Events reported via: 2210968-2021-07747, and 2210968-2021-07748.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle got detached from the strand several times. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.